Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported on the ess surgeon survey during the reporting period (1feb2020 to 31jan2021) that there was an issue with an activl device manufactured by aesculap ag. According to the complainant, the surgeon reported an adverse event without details about the issue. The type of the indication was an total disc replacement. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aic reference (B)(4).